Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. Over the course of a three month period, the battery had decreased from an estimated eight months remaining in longevity to then being at end of life (eol), and thus emitting tones. Due to the eol batter status, surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned ICD was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. Over the course of a three-month period, the battery had decreased from an estimated eight months remaining in longevity to then being at end of life (eol), and thus emitting tones. Due to the eol batter status, surgical intervention was performed, and the ICD was explanted and replaced. No additional adverse patient effects were reported.